Manufacturer narrative:
The subject device remains implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, neurological/intracranial sequelae is a known risks associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that at routine follow up approximately 12 months post procedure, aneurysm recanalization and regrowth along with reduced visual acuity were observed. The patient was reported as fine and no additional treatment was performed.

Event description:
It was reported that at routine follow up approximately 12 months post procedure, aneurysm recanalization and regrowth along with reduced visual acuity were observed. The patient was reported as fine and no additional treatment was performed.